Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was explanted two days post initial implant. The reason for the procedure is unknown. No further information was available.